Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Unrelated to the original complaint, all of the buttons on the keypad had an intermittent response and required multiple button presses to become engaged. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.